Event description:
Initially a customer contacted baxter's technical service (bts) center to report having a discomfort in his stomach during fill 1 on the homechoice (hc) machine for peritoneal dialysis (pd). The incident was resolved over the phone and the hp was advised to contact the nurse if the discomfort continued that night. On (B)(6) 2011, baxter product surveillance (bps) contacted the hp regarding the reported event. The hp stated that he currently had peritonitis and felt like vomiting. The hp stated he was given antibiotics on (B)(6) 2011. The hp stated his fluid was clear, but was in pain. The hp stated his nurse was aware of this issue. On (B)(4) 2011, bps followed up with the patient's peritoneal dialysis nurse (pdn) and received the following information. On (B)(6) 2010 the male patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011 the patient was diagnosed with peritonitis. The patient was hospitalized for the peritonitis on (B)(6) 2011 and remains in the hospital at the time of this report. There was no exit site or tunnel infection associated with the peritonitis. The patient received remedial treatment with vancomycin 1.5 gm and tobramycin im. According to the pdn the cause of the peritonitis was unknown. Concomitant medications were not provided. The nurse stated that the cause of the event of peritonitis was not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. No assignable cause was determined. A review of all batch record documents for the potentially associated lots was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.